Event description:
A chest x-ray was performed, and it was confirmed that the cardiomems sensor migrated out of the pulmonary artery system to the right ventricle. Readings are able to be obtained, and the physician will continue to monitor the patient with the cardiomems.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.